Manufacturer narrative:
While this device has gained initial PMA approval,it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The patient is using a neuro 2 sound processor. Various trouble shooting steps were performed to confirm if the sound processor is the cause of the events. Follow-up reports will be submitted once the device has been received and investigated. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).

Event description:
Oticon medical representative reported that the patient refers to loud sounds and electrical shocks. Different configurations were tested - changing the antenna, programs and the sound processor however the problem could not be solved durably. The device was explanted on (B)(6) 2022.

Event description:
Oticon medical representative reported that the patient refers to loud sounds and electrical shocks. Different configurations were tested - changing the antenna, programs and the sound processor however the problem could not be solved durably. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
While this device has gained initial PMA approval,it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The patient is using a neuro 2 sound processor. Various trouble shooting steps were performed to confirm if the sound processor is the cause of the events. Follow-up reports will be submitted once the device has been received and investigated. The subject device is part of the voluntary field corrective action initiated for neuro zti on (B)(6) 2021 (international recall #(B)(4)). Manufacturing record (DHR) was reviewed to ensure compliance to quality system procedures and processes, as appropriate. The device was manufactured in accordance with all applicable procedures and was within specifications when released to our inventory. This review did not identify any contributory factors to the event. The subject device was explanted and was returned to oticon medical-neurelec for investigation. The returned device was examined visually and under binocular magnifier at appropriate magnification. During the non-destructive functional investigation using the standard test system and accessories, the device was tested functional during all possible tests. The silicone overmolding was removed and a detachment was observed at the external brazing level between the gold/ceramic interface; the device capsule was tested non-hermetic during the gross leak test. The implant case was opened and a visual examination of the electronic part was performed. Some white traces were noted on the electronic part. The hermeticity problem probably caused the ingress of moisture inside the implant casing during the period of use and would explain the device failure reported by the customer. The hermeticity issue most probably results from a manufacturing process problem.